Manufacturer narrative:
This report is submitted august 6, 2018.

Event description:
Per the clinic, the patient experienced a performance decrement and subsequent loss of connection to the internal device; troubleshooting attempts were made; however, the issue could not be resolved. It is unknown if there are plans to explant and reimplant the patient with a new device as of the date of this report. The patient is being clinically managed by the health care provider.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2018. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on november 4, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on january 24, 2023.